Event description:
The report stated that during a collectomy, the surgeon took the ileocolic artery with the ligasure advance. The structure was double sealed twice on top of one another and sealed a third time overlapping 50% of the first seal. The seal was visually and physically inspected twice by both the surgeon and his resident. Later, while in recovery, the patient bled 4 liters of blood into the abdomen resulting in a myocardial infarction. The surgeon believes the source of the bleeding was from the ileocolic artery. The patient was taken back to surgery to repair the seal. The patient recovered and was scheduled to be released from the hospital in 2008.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. Additional details are being requested by our clinical staff. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. See attached memorandum for additional information.